Event description:
It was reported that the wake button required force in order to turn the pump display on or off. There was no reported impact to customer's blood glucose. The customer reverted to an alternate form of insulin therapy.